Event description:
The customer obtained falsely high troponin I results on pt samples. Elevated results of this magnitude might initiate a cardiac catheterization. The samples were repeated adn the results were negative. The analyzer produced instrument condition codes. There was no report of pt harm as a result of this event.